Manufacturer narrative:
Result: the indigo system separator 8 (sep8) was fractured off just distal to the separator bulb. Conclusion: evaluation of the returned device confirmed that the distal tip was fractured off. This type of damage typically occurs due to improper handling during use. If the sep8 was forcefully retracted through a tight rotating hemostasis valve (rhv), it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac veins using an indigo system separator 8 (sep8). During the procedure, while in use with an indigo system aspiration catheter 8 (cat8), the tip of the sep8 (wire portion distal to the bulb) unintentionally broke off in the femoral vein. The physician was able to aspirate the detached tip out of the patient with the cat8. The physician visually saw the detached tip go into the cat8 and confirmed that it was no longer in the femoral vein. The procedure was completed using a new sep8. There was no report of an adverse effect to the patient.